Manufacturer narrative:
Alternative reporting number: a1996003. Device evaluation: the customer returned the reported product. The returned product was visually inspected. The lot number and expiration date were concaved on the carton. The returned product was out of specification because the bottle inside of the returned carton was a non-amo product. The top of carton was torn upon receipt. The customer's reported issue was confirmed by the returned product. However, it was not confirmed that the event was related to a manufacturing process. Retained product: the retain sample was visually inspected according to procedures. The product met specifications for appearance, component integrity, and product leakage. Manufacturing record review: a review of the manufacturing records was performed. The records for the production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedure. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. Event did not constitute a product deficiency, because all manufacturing processes, including bottle and label inspection, in process packaging control, product release inspection, were within specifications. It was impossible to pack a non-amo product into amo unit carton. Since the carton was already torn upon receipt from customer, it was likely that the reported non-amo product was unintentionally put into the reported unit carton by customer. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she purchased a sealed box of blink contacts and instead of blink contacts being in the box, it was supra cleans daily protein remover by alcon. Patient said she wasn't paying attention and didn't realize there was a different product in the box until she had used it. She had only put it in one eye (her right eye) and then experienced burning and her eye feeling uncomfortable. Patient immediately washed her eye out with saline, so irritation only lasted a couple of minutes. Patient's eye is fine now. Additionally, patient said there was no lot number or expiration date on the box. Complaint bottle and box will be returned. The box was received on (B)(4) 2016, and was labeled "blink contacts lubricating eye drops for soft & rgp lenses" size 10ml, with lot# za06431 and expiration date 2018/12. Inside the box contained a 3ml bottle of "opti-free supra clens daily protein remover for soft & gas permeable contact lenses" by alcon.

Manufacturer narrative:
In the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.